Event description:
It was reported that the cuff on the portex® uniperc® tracheostomy tube was difficult to inflate. No serious injury was reported in connection with this incident.

Manufacturer narrative:
One used tracheostomy tube was returned for analysis. Visual analysis found that the tube appeared to be in good condition. Functional testing included an inflation test. The device cuff was inflated and after a 12 hour period the cuff was found to be significantly deflated. Then the sample was submerged in water and the tracheostomy tube cuff was inflated using a syringe filled with air. Air was observed to be leaking from inflation lumen which was found to be cut. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was confirmed. The root cause was likely the cut of the inflation lumen.